Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery the day prior to the phone call, the customer changed the entire set - reservoir and infusion set - and the issue was resolved. But, the morning of the phone call, the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 128 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. Unable to prime during the prime test due to a faulty force sensor. No motor error alarm was noted. The pump also had minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.